Manufacturer narrative:
A specific root cause could not be identified. Further investigation determined the white flakes and deposits in the syringe indicated an issue with the procell reagent. Possible root causes include an issue with the supply valves for procell and cleancell, mix up of procell and cleancell solutions, or contamination. No further issues were reported by the customer after the service visit.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received complaints about questionable results for multiple assays after the pinch valve tubings were replaced. On (B)(6) 2017, the customer repeated the patient samples on another module and the results for seven of the patient samples were corrected. Data was provided for 13 patient samples. Refer to the attachment to the medwatch for all patient data. There was no allegation of an adverse event. The field service representative checked the analyzer and found white flakes and deposits in the syringe. He cleaned and replaced the gasket in the syringe and confirmed there was the correct filling of the procell and cleancell solution cups at the sippers. He ran performance testing, calibration, and qc which were acceptable. Refer to the attachment to the medwatch for the reagent lot numbers. The expiration date were requested but were not provided.